Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient is currently intubated and sedated with new acute cerebral infarcts. Prior to intubation the patient was unable to recall the event of their device alarming and was presumed alone. The patient experienced an embolic cerebrovascular accident. The patient is in the intensive care unit. Once the patient is medically stable they will be returned to northwestern hospital, their implanting center.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump off event for an unknown amount of time and the pump restarted after battery was apparently reconnected by emergency medical services. The clock was reset. The event log and periodic log contained multiple alarms associated with a loss of all power event. These alarms include low voltage hazard, no external power, ebb in use, pump off, low flow hazard, low speed hazard, controller clock corrupt. The patient was utilizing battery power on (B)(6) 2023 and completely depleted both batteries and the backup battery. This low voltage caused the rotor to stop at approximately 9:58 am. The controller and pump appeared to completely shut off a few seconds later. The patient was off pump support for an unknown amount of time during this event. Following the loss of all power event, the pump appeared to resume operation with controller clock invalid faults once external power was restored. The patient is currently intubated and sedated with new acute cerebral infarcts. The patient experienced an embolic cerebrovascular accident. The patient is in the intensive care unit. Prior to intubation the patient was unable to recall the event of their device alarming and was presumed alone. Once the patient is medically stable they will be returned to northwestern hospital, their implanting center. Related MFR: 2916596-2023-04720.